Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately eight years post tka, the 62 y/o female patient experienced an infection. At 2019 follow up, patient had some pain and pt was prescribed. Patient went to get a second opinion and found that they had a slow-growing bacterial infection. Implant was taken out and a non-exactech antibiotic spacer was placed in by that surgeon. The event is not related to the device but possibly related to the procedure. Devices will not return due to clinical study policy. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left sz 2.5 (cat# 02-010-03-0225). Lgc tibial fit tray cem sz 2.5f / 2.5t (cat# 02-012-45-2525). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately eight years post tka, the patient experienced an infection. At 2019 follow up, patient had some pain and pt was prescribed. Patient went to get a second opinion and found that they had a slow-growing bacterial infection. Implant was taken out and a non-exactech antibiotic spacer was placed in by that surgeon. The event is not related to the device but possibly related to the procedure.